Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The device powered on and off using both battery and ac power. The unit was able to obtain measurements and no product performance issue identified related to spo2 and pulse rate. The reported issue was not duplicated. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the radical-7 provided low spo2 values in the neonatal department. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the radical-7 provided low spo2 values in the neonatal department. No consequences or impact to patient were reported.